Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had not working and the screen was cloudy and the edges. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was exposed to moisture. The customer stated that there was fluid under the liquid crystal display. The customer was assisted with troubleshooting for fluid exposure. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to verify self test and displacement test due to blank display. Unable to verify missing segments/partial display due to blank display. Insulin pump had cracked battery tube threads and corroded motor home switch.